Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was mildly calcified, mildly tortuous and 90% stenosed. Predilatation was performed with a non-abbott balloon catheter, after which a xience v stent was implanted in the lesion. The 3.0x15 mm nc trek was delivered for post-dilatation; however, the balloon ruptured on the second inflation at 16 atmospheres. No resistance was felt during advancement of the balloon catheter in the vessel. A new non-abbott balloon catheter was used to complete post-dilatation successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: radiguide 6f jr3.5. Stent: xience v 3.0x18 mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.